Event description:
It was reported that the patient experienced laryngospasm. It was reported that a versacross connect access solution for faradrive was selected for use during an atrial fibrillation procedure - pulse field ablation. The transseptal puncture was completed and no issues were reported. Hence, pulsed ablation was performed on the right superior pulmonary vein (rspv). However, when transited to right atrium, the patient spo (oxygen saturation) was dropped and the procedure was therefore discontinued. Then, it was switched I-gel to endotracheal intubation. The procedure was then resumed and the procedure was completed. The patient was transferred to the intensive care unit (ICU) with mechanical ventilation support. The patient was extubated on the day of the adverse event and they have been discharged on (B)(6) 2025. No damage on the device was noted. The product return is not expected (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.